Manufacturer narrative:
Age: 18 years or older. It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2010-00282, 2134265-2010-00283. It was reported that post-coronary drug eluting stenting treatment procedure, acute myocardial infarction (ami), stent thrombosis and in-stent restenosis occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. An 8fr mach 1 jl 3.5 guide catheter was advanced along with a non-bsc guide wire. Predilatation was then performed with an apex 2.25x12mm balloon inflated to 6 atms for 22 seconds (repeated five times) and 14 atms for 20 seconds (repeated five times). Next a rota 1.5mm burr was used at 20900 rpm (1st ablation 3000 rpm downs 6 seconds, 2nd ablation 1000 rpm down, 3rd ablation 2000 rpm down). Intravascular ultrasound (ivus) was performed. Next a taxus liberte' 2.50x16mm stent was advanced and deployed in the mid lad at 12 atms for 22 seconds and a taxus liberte' 2.75x32mm stent was advanced and deployed in the proximal lad at 8 atms for 23 seconds. The stents were then post-dilated with a non-bsc balloon inflated a 10 atms for 22 seconds and 16 atms for 10 seconds. Ivus was again performed and it was confirmed the stent were well apposed and the procedure was completed. Four days post-procedure, the pt was scheduled to be discharged but the pt complained of chest pain which was confirmed to be acute myocardial infarction (ami). Angiography was performed and revealed a 100% stenosis total occlusion in the mid lad. Ivus was performed next. Then using a mach 1 at 7fr jl3.5 guide catheter and a non-bsc guidewire, thrombectomy was performed with "thrombuster". After thrombectomy was performed, a taxus liberte' 2.5x32mm stent was advanced and inflated to nominal pressure for 15 seconds and then for 12 seconds. The stent was post-dilated with a non-bsc 2.5x7.0mm balloon at 10 atms for 20 seconds, 16 atms for 28 seconds and 22 atms for 15 seconds. Ivus was then performed and confirmed the stent was well apposed and the procedure was completed. The pts cdk was high thus the pt was transferred to the critical care unit (ccu). Six days after the re-intervention, the pt again presented with chest pain. Angiography was performed and revealed a total occlusion in the septal branch of the proximal lad. Using a 7fr jl3.5 catheter with 7fr reverse, thrombectomy was performed. During this time, heparin was discontinued and argatroban was administered. The thrombosis then became "clouded - white turbidity" and the physician suspected heparin induced platelet aggregation (hit). To treat the in-stent restenosis that was present in the mid lad, a non-bsc 2.75x20mm balloon was inflated at 4 atms for 22 seconds, 7 atms for 20 seconds, 14 atms for 30 seconds, 12 atms for 50 seconds and 4 atms for 33 seconds. The lesion in the proximal lad was dilated with a non-bsc 2.75x15mm to 10 atms for 30 seconds and 10 atms for 32 seconds. After an unspecified timeframe, thrombosis again occurred and thrombectomy was performed. The physician did not want to implant any more stents so a flextome 2.75x10mm cutting balloon was used and dilated to 4 atms for 30 seconds, 6 atms for 30 seconds, 4 atms for 30 seconds and 4 atms for 30 seconds. "Thromboid" was confirmed in the proximal lad to mid lad distal edge under fluoroscopy. The next morning angiography was again performed. Thrombosis was not present at that time but as precaution the pt was hospitalized for observation.